Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that the clinical sales representative (csr) mentioned while listening to a recording of an interview with surgeon at the american hernia society annual meeting 2024 in chicago on 9/12/24, surgeon mentioned that he had a batch of mscnd instruments where the cables seemed to break very easily, but he hasn¿t had that happen to him in a while so perhaps this was a defective batch. He also suggested improving the strength of the steel used in the cutting part of the mscnd blades, which implies he has trouble with them dulling and not cutting as effectively. There was no additional information in the recording. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no more information was available as the reporter was a clinical development engineer and was attending this conference to interview surgeons for product development work. He did not interview this particular surgeon and only filed the complaint after he listened to the recording of the interview, which had already taken place.